Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issued with their sensor. The customer states that two out of four sensors did not insert correctly. The customer states that with one sensor, the serter pulled out the sensor. The customer also states that some of the needles broke off inside the serter. The customer's blood glucose level at the time of incident was unknown. The customer states the catch arm is bent. The customer was advised that replacements would be sent out.